Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32151. It was reported during trial implant the trial patient experienced desaturation. Reportedly patient recovered and trial is ongoing.

Event description:
Additional information was received patient¿s issue has been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.